Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009, the patient was preoperatively diagnosed with 1. Ls -s1 spondylolisthesis , secondary to bilateral pedicle fractures. 2. Lumbar stenosis at l4-5 and ls-s1 with associated l4 and ls radiculopathy and underwent the following procedures: 1. Segmental instrumentation at l4, ls, and s1 using pedicle screws , and the screws are as follows : on the left at l4, a 6.5 x 45, on the right a 6 . 5 x 50; on the left at ls, 6.5 x 55, on the right a 6.5 x 50; at s1 on the left, 7.5 x 40, on the right a 7.5 x 50.2. Transforaminal lumbar interbody fusion at ls-s1 with the use of a 12 x 26 mm graft . One large rhbmp-2 and 9 ml of putty. 3. Left l4-5 hemilaminotomy for decompression of the spinal canal. 4. Use of the microscope and use of fluoroscopy. As per the operative notes: ¿the dissection was carried out to the level of the transverse processes at l4, l5 bilaterally and exposing the level of the pedicle at s1. After adequate exposure, surgeon then turned their attention towards placement of the pedicle screws bilaterally. The screws were then tapped, and the polyaxial pedicle screws were then placed. Again, this was done at each level bilaterally at l4-ls and s1 under fluoroscopic guidance. After the completion of the pedicle screws, we then turned outwards doing the lumbar interbody fusion. The trial was removed and local bone autograft as well as one-half of a large rhbmp-2 was placed into the disk space, and one-fourth of a large bmp was then placed with local bone autograft into the graft, and this was then tapped into the l5-s1 interspace under fluoroscopic guidance, again retracting the nerve roots medially and superiorly to ensure there was no damage. This was found to be a good fit and location. The rods were slightly bent and placed into the pedicle screws. End caps were placed on the superior and inferior screws and tightened, and then the l5 vertebral body with pedicle screws were then brought up to the traversing rod for reduction and bringing the l5 vertebral body back, into position. Surgeon then turned their attention towards decortication of the right side of the lamina spinal processes. The rest of the large bmp and putty was then placed on the right side for fusion. The wound was then copiously irrigated and surgeon turned their attention towards closure.¿ the patient tolerated the procedure well without any intraoperative complications.